Event description:
Literature was reviewed regarding ¿staged triple endovascular approach for repair of aortocaval fistula secondary to ruptured abdominal aortic aneurysm¿.  A patient presented with a sudden-onset right abdominal and flank pain radiating to the back of 12 hours¿ duration. A cta performed revealed a 11.2cm aaa extending to the iliac bifurcation with right retroperitoneal hemorrhage and no signs of active extravasation. An emergent evar was performed and a endurant iis bifurcate stent graft system was implanted. A completion aortogram showed a type ia endoleak, which was repaired with heli-fx endoanchors. A subsequent angiogram showed a type ii endoleak with a aortocaval fistula. Due to hemodynamic instability, the patient was taken to the intensive care unit for resuscitation. The rest of his postoperative recovery was uncomplicated, and the patient was discharged to a rehabilitation facility. A 30-day postoperative triple-phase cta demonstrated a 10.3- cm residual aneurysm sac with persistence of a type ii endoleak and an aortacaval fistula.  A subsequent abdominal aortogram after 30 days revealed filling of the aneurysm sac from lumbar branches and the inferior mesenteric artery (ima), with outflow through the fistula to the inferior vena cava. Intervention was performed and the ima and lumbar arteries were embolized with non-mdt coils. Four additional coils were deployed within the aneurysm sac. Completion aortogram showed a faint but persistent aortacaval fistula.  The patient was brought back to the or 6 weeks later where more non-mdt coils were deployed in the aneurysm sac through the fistula. The completion aortogram showed resolution of the fistula. Two weeks after the procedure, a repeat cta demonstrated continued resolution of the fistula.  No additional clinical sequelae were provided.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: etlw1620c146e s/n: unknown. Medtronic received the following information from a journal article entitled; ¿staged triple endovascular approach for repair of aortocaval fistula secondary to ruptured abdominal aortic aneurysm¿. Mcdonald m, robinson e, singh h journal of vascular surgery cases, innovations and techniques 2023 sep 27; 9(4):101335. Doi: 10.1016/j.jvscit.2023.101335. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.